Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had the implantable neurostimulator explanted. The reason for explant was not known. The indication for use was spinal pain. No patient symptoms reported.